Event description:
This report summarizes ten malfunction. A review of the reported information indicates that model cp00003 implantable port allegedly experienced obstruction of flow. This report was received from various source. Ten patients were involved with no reported patient injury. Two patients are 39 years of age and weigh 180 lbs. Another patient is 10 year old male who weighs 73 kgs. Of the reported patients, 4 are male and 4 are female. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the ten reported malfunctions, 5 lot numbers were provided, therefore, lot history reviews were performed. None of the devices were returned for evaluation, therefore, the investigations are inconclusive for the reported obstruction of flow issue. The root causes could not be determined based on the available information. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the ten reported malfunction for 5 malfunctions lot numbers were provided. Therefore a lot history review is currently being performed for the 5 malfunctions. No device was returned for evaluation. Therefore the investigation is inconclusive for the reported obstruction of flow. The definite root cause could not be determined based on the available information. The devices are labeled for single use.

Event description:
This report summarizes ten malfunction. A review of the reported information indicates that model cp00003 implantable port allegedly experienced obstruction of flow. This report was received from various source. Ten patients were involved with no reported patient injury. The 2 patients are 39 years of age and 180 lbs weight. Of the reported patients, 3 were male and 4 were female. Remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 10 reported malfunctions, 1 was reassessed for reportability and determined to be no longer reportable. H10: of the nine reported malfunction for 5 malfunctions lot numbers were provided. Therefore a lot history review is currently being performed for the 5 malfunctions. No devices were returned for evaluation. Two malfunctions were reassessed as suction issue but are inconclusive. The remaning investigations are inconclusive for the reported obstruction of flow. The definite root cause could not be determined based on the available information. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes nine malfunction. A review of the reported information indicates that model cp00003 implantable port allegedly experienced obstruction of flow. This report was received from various source. Nine patients were involved with no reported patient injury. Two patients are 39 years of age and 180 lbs weight and another patient is 10 years of age and 73 kgs. Of the reported patients, 4 were male and 3 were female. Remaining patients¿ age, weight, and gender were not provided.